Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, a log file (20240116_110233) was submitted for review that showed events spanning approximately 5 days (B)(6) 2024 per timestamp). A no external power alarm was active on (B)(6) 2024 at 11:07:14 and on (B)(6) 2024 at 11:37:47 and at 11:38:31 due to voltage on both power cables simultaneously dropping to ~0v while connected to the mpu. The backup battery provided power to the system during this event. The alarm cleared once external power was restored to the system controller. Pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the mpu has a v-lock connector on the ac power cord. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿powering the system¿ and heartmate ii patient handbook section 3 ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The event log files captured a couple low voltage hazard events on (B)(6) 2024 and (B)(6) 2024. It appeared that the mobile power unit (mpu) lost power which triggered the system controller's backup battery (ebb). It was unclear what caused the loss of power. The patient noted it was broken. Related manufacturer reference number: 2916596-2024-00436. (B)(6).